Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). See section d for any product information received. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screwdriver tip snapped off during insertion of the first locking screw. Broken tip was removed from the surgical site. No delay to surgery; no adverse event. Patient outcome was not compromised.

Manufacturer narrative:
The complaint description states that screwdriver tip snapped off during insertion of the first locking screw. The device associated to the complaint was returned for analysis. The breakage of the metal tip is confirmed on the returned product. The DHR performed did not reveal any anomalies that could be related to the issue reported on the complaint. Previous investigations identified a trend for the teeth breaking. The issue was reviewed with the quality review board in (B)(6) 2013 ((B)(4) and (B)(6) 2017 ((B)(4). For both reviews, the qrb determined that no field action was necessary due to the low occurrence. Mdd (B)(4)was initiated in 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. Based on the information received and the investigation performed, the root cause of the incident is related to product design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint description states that screwdriver tip snapped off during insertion of the first locking screw. The device associated to the complaint was returned for analysis. The breakage of the metal tip is confirmed on the returned product. The DHR performed did not reveal any anomalies that could be related to the issue reported on the complaint. Previous investigations identified a trend for the teeth breaking. The issue was reviewed with the quality review board in july 2013 (dva-(B)(4)) and (B)(6) 2017 ((B)(4)). For both reviews, the qrb determined that no field action was necessary due to the low occurrence. (B)(4) was initiated in 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. Based on the information received and the investigation performed, the root cause of the incident is related to product design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.